Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the 6 sub drawers were sticking. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height main drawer 6 sub drawers were sticking. The field service engineer (fse) found damaged slides, hence replaced the drawer to resolve the issue. The fse tested the drawers using the hardware test application and verified the functionality. The system functioned as intended after the field service engineer repaired the device.